Manufacturer narrative:
(B)(4). No sample was received to perform the analysis, therefore a search in the sap system was performed, to verify the product availability; unfortunately the entire lot has been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The caregiver of a peritoneal dialysis (pd) patient reported during fill 1 of 4 getting an alarm for fill complication. The caregiver checked the patient lines and could not find any fibrin or air bubbles. Treatment was discontinued. While removing the cassette to set up with new supplies, the caregiver noticed a fluid leak coming out from the cassette inside the cycler door. The caregiver was advised to contact the patient's pd nurse. Per follow up with the patient's caregiver it was determined the patient reset up with manuals supplies to complete the treatment successfully. Follow-up with the patient's treatment facility indicated the patient was seen in the clinic on (B)(6) 2016 and had not experienced any adverse events as a result of the fluid leak.